Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17mar2020.

Event description:
The philips service engineer (fse) identified during preventive maintenance there was a nav ring issue, top cover. There device was not in clinical use when the reported problem occurred. No user or patient harm was reported. The philips service engineer (fse) confirmed the reported failure.

Manufacturer narrative:
G4: 20mar2020 b4: (B)(6)2020. H11: further investigation of the complaint led to the finding that there's no product malfunction. This was just a quote and no troubleshooting was performed. The quote was provided to the customer for the parts required. The original submission MFR. Report#: 2031642-2020-00949 no longer meets the criteria for a reportable event . Based on the information provided, the reported issue is not likely to cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.